Event description:
It was reported that the patient experienced hyperglycemia after treatment of a low blood glucose with rapid-acting carbohydrates, with continuous glucose monitor readings rising to approximately 314 mg/dl for about 30 minutes while using a dexcom g7 with the ilet system; no alarms were reported, and education on meal announcement was provided. Symptoms included none reported, as the patient was feeling okay. Outcomes included no medical intervention, no backup therapy usage, and no ketone testing or hospitalization. Investigation included review of the event details and user-reported device performance with troubleshooting and education provided. Investigation of this case revealed no device malfunction or alert behavior and no contributory external factors identified, leaving the cause of the hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.